Event description:
Account alleged they were transporting a large pt when the brake caster bent and fell off of bed.

Manufacturer narrative:
Account replaced the caster base assembly to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.